Event description:
Tampon string came off [device breakage]. Case narrative: consumer reported via email that the string came off every tampon. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.